Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated fields: a2, a3, b5, b6, b7, g4. Corrected fields: h6 clinical codes, type of investigation and investigation finding codes.

Event description:
It was reported via legal documentation that approximately 48 months after an arthroscopic irrigation and debridement of left septic knee arthroplasty with near total synovectomy and exchange of his polyethylene liner, the patient went on to demonstrate a persistent infection in his knee. It was elected by patient and doctor to do a complete explant, antibiotic spacer, IV antibiotics and a 2-stage revision knee arthroplasty. Revision surgery operative notes were provided. Intraoperatively, the surgeon observed purulent fluid, synovectomy was performed, thorough irrigation and debridement was completed. No medical or surgical intervention was noted. Approximately 3 months after stage one surgery was completed, the patient underwent stage two procedure of antibiotic spacer explant and total knee arthroplasty. Surgical notes were provided, it was noted that during the procedure, antibiotic spacer was removed taking care to preserve as much bone as possible. A complete revision knee arthroplasty was then placed. Frozen section was negative for neutrophils. Preoperative laboratory studies were also reviewed where cbc, esr and crp were within normal limits. At the completion of procedure, stable total knee arthroplasty was in place. No medical or surgical intervention was reported.

Manufacturer narrative:
D10: no concomitants available. The product associated with the reported event was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 48 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, limited mobility, infection, and fluid in the knee. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.